Event description:
It was reported that device detachment occurred. The 95% stenosis was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, the catheter separated at the lap joint. The procedure was completed with a different device. There was no patient injury.

Event description:
It was reported that device detachment occurred. The 95% stenosis was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, the catheter separated at the lap joint. The procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. The imaging window was not returned. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure,